Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 345-355 mm from the tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
Additional information indicates that this right ventricular (rv) lead was explanted for an unspecified reason. The lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance increased from 600 ohms to greater than 2,000 ohms. Device data was reviewed and intermittent biventricular pacing was observed, along with either loss of capture (loc) or left ventricular (lv) lead capture with right bundle branch block (rbbb). No oversensing was observed. A lead fracture was suspected. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.